Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16956), was submitted on 26-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 23-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13-jan-2026 against "lot number 6012936 and similar malfunction code (s) soft cannula bent/kinked/crimped after removal - reduce flow, soft cannula bent/kinked/crimped after removal - blockage and soft cannula found bent upon removal from infusion site. The review confirmed that lot 6012936 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-jan-2026 against "lot number" criteria equal 6012936 and similar malfunction code (s) soft cannula bent/kinked/crimped after removal - reduce flow, soft cannula bent/kinked/crimped after removal - blockage and soft cannula found bent upon removal from infusion site. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012936 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12 on 23/apr/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: wi - guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: 3 samples out 3 tested passed functional testing for the reported malfunction code soft cannula found bent upon removal from infusion site. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012936 and related malfunction codes for occlusion at tubing. Two complaints was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced bent cannula event and got hospitalized on (B)(6) 2025. The blood glucose level was 700 mg/dl at the time of event and the patient got treated with intravenous drip of insulin. No further information available.